Event description:
The patient underwent a coil embolization procedure in the left splenic artery using penumbra coil 400 (pc400) coils and ruby coils. Six months following the procedure, the aneurysm was found recanalized. At a follow-up appointment, the patient complained of abdominal pain and underwent a splenectomy procedure. The event has a probable relationship to the pc400 coils and ruby coils, unrelated to the angiographic procedure, and unrelated to the disease state.

Manufacturer narrative:
Recanalization is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00448, 00449, 00450, 00451, 00453, 00454, 00455, 00456, 00457, 00458, 00459, 00460, and 00461. The hospital discarded the device.